Event description:
It was reported that patient underwent bi-lateral hip replacement in (B)(6) of 2010. Subsequently, the patient was revised to a cemented prosthesis on (B)(6) (left) and (B)(6) (right) due to pain and loosening of the components. Upon removal, an unknown film-like substance was noted on the porous section of the stem; sample was sent to pathology.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur.(B)(4).